Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, correction and additional information. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: debris inside air pump tubing were found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charred fuse components on ac inlet of power supply. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a diagnostic colonoscopy. The procedure was completed using a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there is no power to the unit. There were no reports of patient harm.